Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed minimal deflection was observed on the right-noncoronary and left-noncoronary stent posts. No deflection was noted on the left non-coronary stent post. The overall stent structure showed no distortion. All leaflets were in a semi-relaxed position which is standard for the mosaic valve as it is processed with leaflets in a relaxed state. All leaflets appeared tan and flexible. The right cusp (rc) appeared predominantly intact, with a vertical flap tear located at the at the margin of attachment distal to the right non-coronary commissure. The left cusp (lc) appeared intact with no visible damage. The non-coronary cusp (nc) exhibited a horizontal tear (incision) along the belly, approximately 15 mm in length. A large intracuspal hematoma was observed at the inflow. The edges along the tear appeared clean and linear, consistent with an incision made by a sharp instrument. The left right and left non-coronary commissures appeared intact. The superior coaptive area of the right non-coronary commissure was intact, with the previously noted flap tear visible at the margin of attachment. No evidence of host tissue growth was observed on the returned valve. The sewing ring was blood-stained and largely intact, with only marginal tears noted. The serial number on the stent posts was verified as k015449. Updated data: d.9: device available for evaluation? H.2: if follow-up, what type? H.3: device evaluated? H.6: coding medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this 27mm aortic bioprosthetic valve, it was explanted and replaced with a 27mm valve of the same model. The reason for the replacement was reported as severe aortic regurgitation. The patient was placed back on bypass, and when replacing the valve once again, the surgeon found a 1cm tear in the leaflet of the valve. Additional time was spent on cross clamp and prolonged the procedure. No additional adverse patient effects were reported.